Event description:
This is a spontaneous case report received from a lawyer in the united states 09-aug-2016, on behalf of a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013 for permanent sterilization. The consumer's medical history included parity 4. Plaintiff's fourth child was born on (B)(6) 2012. On (B)(6) 2013, plaintiff had essure device inserted. It was stated that physician improperly and incorrectly inserted the essure device in right fallopian tube. On (B)(6) 2013, plaintiff returned to see physician and stated that she was experiencing pain, however, physician assured her it was normal pain with the essure. On (B)(6) 2013, hysterosalpingogram was set for and conducted. On or about (B)(6) 2013, plaintiff returned to physician for a follow up, to confirm patency through review of the hysterosalpingogram results. She was still experiencing pain, and she obtained a copy of the imaging study at the time of her follow up visit because she wanted to know how the radiologist who conducted the test interpreted the hysterosalpingogram. That radiologist said that the device inserted on the right did not appear to be in the normal position, that the irregular position of the device might represent a perforation with non-patent right tube. At the (B)(6) 2013 follow up exam visit with physician, she and the essure manufacturer's representative had reviewed the x-ray carefully; she and the manufacturer's representative disagreed highly with the radiologist; device was in its optimal and desired place and the tube was fully blocked; the radiologist had confirmed complete blockage of both the left and the right fallopian tubes; the x-ray showed "no free dye" and, so, plaintiff could no longer get pregnant. On (B)(6) 2013, plaintiff returned to for amenorrhea (she had not gotten her period), and she had a (B)(6) home pregnancy test. Plaintiff thereafter began experiencing more difficulty and was symptomatic of ectopic pregnancy. Plaintiff wanted her tubes tied if it was necessary to do surgery for an ectopic pregnancy. The physician did not offer salpingectomy or tubal ligation. On or about (B)(6) 2013, plaintiff went to the hospital for abdominal pain. Plaintiff complained of and reported continuous pain predominant on her right side. Spontaneous abortion was mentioned but details were not provided. In (B)(6) 2014, plaintiff became pregnant with her fifth child. In the course of evaluation of her condition, a fetal ultrasound depicted an essure device improperly implanted and was broken inside her uterus. Plaintiff was in fact pregnant and that such pregnancy was a high risk pregnancy. It was stated that physician had improperly care for their patient, and that the various problems she experienced, ranging from improper placement to excruciating abdominal pain to a spontaneous abortion to a fourth pregnancy to a broken medical device that had attached to her uterus. For the term of the pregnancy, plaintiff and her husband, dealt with anxiety and fear that the punctured uterus and the broken device might harm their child and/or further harm her. This pregnancy was further complicated by the broken essure device. Nothing could be done to remove the device and still save the child because, after the lengthy passage of time and resulting tissue growth around the broken device, excision of the device from the uterus was not medically safe. When plaintiff delivered her child on (B)(6) 2015, she had to have an emergent c-section. This time, it was reported displaced, broken devise, and a later procedure would be necessary to remove the broken and displaced device. Plaintiff underwent a procedure to remove the device and salvage the uterus, if possible, or, if necessary, undergo a hysterectomy, in (B)(6) 2015. The doctor performed a hysterectomy because of the enmeshment of the broken device with the uterine lining. Please refer to case number (B)(4) for the pregnancy from (B)(6) 2014. Company causality comment: this case report received from a lawyer on behalf of an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced an ectopic pregnancy which apparently ended up in a spontaneous abortion. One year later, she underwent a procedure to remove the devices and after that, a hysterectomy was performed due to the enmeshment (device was embedded) of the broken device with the uterine lining. These events are listed in the reference safety information for essure, except device breakage which are unlisted. Pregnancies have been reported among women with essure micro-inserts in place. When pregnancy does occur after essure placement, the relative risk that it will be an ectopic pregnancy is higher than for women who do not have essure in place. In this case, the ectopic pregnancy was diagnosed six months after placement and apparently ended up in spontaneous abortion. Therefore, considering their nature, causality between these events and suspect insert cannot be excluded. Regarding device embedment and device breakage, the exact mechanism and circumstances of these events were not informed. However, considering their nature, the events are assessed as related to essure use and since device removal was required, this case is regarded as incident. Non serious events were also informed. Technical analysis has been requested. Further information will be obtained through litigation process.

Manufacturer narrative:
Embedded device ("device was embedded / enmeshment of the broken device with the uterine lining / essure in subserosa on the left tube and cornua") previously administered products included depo provera for birth control and iud nos for birth control. The patient was treated with surgery (salpingectomy and hysterectomy because of the enmeshment of the broken device on (B)(6) 2015). Essure was withdrawn. On an unknown date: ultrasound scan result was device improperly implanted; broken inside uterus. On (B)(6) 2013: ob (obstetric) ultrasound: no findings of viable intrauterine pregnancy; thickened endometrium could reflect early gestation; normal ovaries without ultrasound findings to strongly suggest ectopic pregnancy. On (B)(6) 2014: ultrasound report comment: right essure appears displaced into right myometrium. Left essure appears within normal limits . Most recent follow-up information incorporated above includes: on 14-mar-2017: legal case extraction form received including medical record, history and physical. On 14-mar-2017: correction: after internal review event device was embedded / enmeshment of the broken device with the uterine lining was complemented with essure in the subserosa on the left tube and cornea. Company causality comment: this case report received from a lawyer on behalf of an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced an ectopic pregnancy which apparently ended up in a spontaneous abortion. Around two years later, she underwent a procedure to remove the devices and after that, a hysterectomy was performed due to the enmeshment (device was embedded) of the broken device with the uterine lining. Plaintiff had previously experienced a second pregnancy with essure (discussed in another case) and, during her c-section, it was noticed that essure was in subserosa on the left tube and cornua (event amended). These events are anticipated in the reference safety information for essure. Pregnancies have been reported among women with essure micro-inserts in place. When pregnancy does occur after essure placement, the relative risk that it will be an ectopic pregnancy is higher than for women who do not have essure in place. In this case, the ectopic pregnancy was diagnosed six months after placement and apparently ended up in spontaneous abortion. Therefore, considering their nature, causality between these events and suspect insert cannot be excluded. Regarding device embedment and device breakage, the exact mechanism and circumstances of these events were not informed. However, considering their nature, the events are assessed as related to essure use and since device removal was required, this case is regarded as incident. Non serious events were also informed. Product technical analysis concluded that there is no relationship between the reported medical event and quality defect. Further information will be obtained through litigation process.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of embedded device ("device was embedded / enmeshment of the broken device with the uterine lining / essure in subserosa on the left tube and cornua"), ectopic pregnancy with contraceptive device ("she had a positive home pregnancy test/ symptomatic of ectopic pregnancy") and abortion of ectopic pregnancy ("spontaneous abortion") in a (B)(6) female patient (gravida 5, para 4) who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included parity 4, c-section in 2009, vaginal delivery, infection nos (she was treated with antibiotics), pap smear abnormal in 2006, milk allergy, asthma, pneumonia, chickenpox, blood pressure high (father and grandfather), diabetes (grandfather), heart disease, unspecified (grandfather), nonsmoker, premature delivery in 2009, abstains from alcohol, exposure during breast feeding, postpartum state (at time of essure insertion), uterine cancer (maternal grandmother had uterine cancer at age (B)(6).) And surgery in (B)(6) 2011. Previously administered products included for birth control: iud nos and depo provera. Concurrent conditions included amenorrhea secondary (at time of essure insertion) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 6 months 1 day after insertion of essure, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) with amenorrhoea. In (B)(6) 2014, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with device dislocation, pelvic pain and abdominal pain and device breakage ("essure device was broken inside the uterus / enmeshment of the broken device with the uterine lining."). On an unknown date, the patient experienced abortion of ectopic pregnancy (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (salpingectomy and hysterectomy because of the enmeshment of the broken device on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy and device breakage outcome was unknown. The reporter considered abortion of ectopic pregnancy, device breakage, ectopic pregnancy with contraceptive device and embedded device to be related to essure. The reporter commented: it was stated that physician improperly and incorrectly inserted the essure device in right fallopian tube. On or about (B)(6) 2013, plaintiff went to the hospital for abdominal pain. Plaintiff complained of and reported continuous pain predominant on her right side. Medical record ((B)(6) 2017): on (B)(6) 2013 office visit: patient has essure in place and is (B)(6) pregnant. She has been spotting since today with cramping. She states increased bleeding that is not brown but bright red. In addition she states the cramping has increased and is more painful. (B)(6) 2013 office visit: patient having a miscarriage, went to emergency room last night having more pain and bleeding. Spoke with patient, and she reports cramping and passing tissue. She also reports she had a positive pregnancy test. Patient reports cramping at 8/10 and described as contractions and labor pains. On (B)(6) 2014 office visit: spoke to patient regarding scheduling her for tubal. Advised patient of info, states the us (interpreted as ultrasound) was order for size and dates as her hormone level was elevated and she did know that she was pregnant after having essure and that is why it was done and not for absence of menses. Legal case extraction form - essure (medical records received on 27-apr-2017): on (B)(6) 2016 office visit: surgical procedures - exploratory surgery (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2013: negative; on (B)(6) 2013: negative pregnancy test urine - on (B)(6) 2013: positive. Ultrasound scan - on an unknown date: device improperly implanted; broken inside uterus. X-ray - on an unknown date: no free dye . On (B)(6) 2013 - hysterosalpingogram per medical records: the essure device on the left is in normal position and there is complete tubal closure. The essure device on the right does not appear in normal position and may be transmural. There is filling of a tubal structure without free spill into the peritoneum that follows a symmetric course of the other tube. Impression: complete left tubal closure; irregular position of the right essure device which may represent a perforation with non-patent right tube. The radiologist had confirmed device was in its optimal and desired place and the tube was fully blocked; complete blockage of both the left and the right fallopian tubes; the x-ray showed no free dye. On (B)(6) 2013: ob (obstetric) ultrasound: no findings of viable intrauterine pregnancy; thickened endometrium could reflect early gestation; normal ovaries without ultrasound findings to strongly suggest ectopic pregnancy. On (B)(6) 2014: ultrasound report comment: right essure appears displaced into right myometrium. Left essure appears within normal limits. Quality-safety evaluation of ptc: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed1 user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective and device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and cannot be totally excluded. However, the medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 27-apr-2017: legal case extraction form essure (medical records) - new reporter, medical history and office visit report on (B)(6) 2016. Company causality comment: this case report received from a lawyer on behalf of an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced an ectopic pregnancy which apparently ended up in a spontaneous abortion. Around two years later, she underwent a procedure to remove the devices and after that, a hysterectomy was performed due to the enmeshment (device was embedded) of the broken device with the uterine lining. Plaintiff had previously experienced a second pregnancy with essure (discussed in another case) and, during her c-section, it was noticed that essure was in subserosa on the left tube and cornua (event amended). Pregnancies have been reported among women with essure micro-inserts in place. When pregnancy does occur after essure placement, the relative risk that it will be an ectopic pregnancy is higher than for women who do not have essure in place. In this case, the ectopic pregnancy was diagnosed six months after placement and apparently ended up in spontaneous abortion. Therefore, considering their nature, causality between these events and suspect insert cannot be excluded. Regarding device embedment and device breakage, the exact mechanism and circumstances of these events were not informed. However, considering their nature, the events are assessed as related to essure use and since device removal was required, this case is regarded as incident. Non serious events were also informed. Product technical analysis concluded that there is no relationship between the reported medical event and quality defect. Further information will be obtained through litigation process.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of embedded device ("device was embedded / enmeshment of the broken device with the uterine lining / essure in subserosa on the left tube and cornua"), ectopic pregnancy with contraceptive device ("she had a positive home pregnancy test/ symptomatic of ectopic pregnancy") and abortion of ectopic pregnancy ("spontaneous abortion") in a (B)(6) year-old female patient (gravida 5, para 4) who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included parity 4, c-section in 2009, vaginal delivery, infection nos (she was treated with antibiotics), pap smear abnormal in 2006, milk allergy, asthma, pneumonia, chickenpox, blood pressure high (father and grandfather), family history of diabetes (grandfather), family history of cardiovascular disorder (grandfather), nonsmoker, premature delivery in 2009, abstains from alcohol, exposure during breast feeding, postpartum state (at time of essure insertion), family history of cancer (maternal grandmother had uterine cancer at age (B)(6)), exploratory operation in (B)(6) 2011 and early menarche. Previously administered products included for birth control: iud nos and depo provera. Concurrent conditions included amenorrhea secondary (at time of essure insertion) since (B)(6) 2013. Family history included cervical cancer (grand mother had cervical cancer). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 6 months 1 day after insertion of essure, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) with amenorrhoea. In (B)(6) 2013, the patient experienced abortion of ectopic pregnancy (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with device dislocation, pelvic pain and abdominal pain and device breakage ("essure device was broken inside the uterus / enmeshment of the broken device with the uterine lining."). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (salpingectomy and hysterectomy because of the enmeshment of the broken device on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy and device breakage outcome was unknown. The reporter considered abortion of ectopic pregnancy, device breakage, ectopic pregnancy with contraceptive device and embedded device to be related to essure. The reporter commented: it was stated that physician improperly and incorrectly inserted the essure device in right fallopian tube. On or about (B)(6) 2013, plaintiff went to the hospital for abdominal pain. Plaintiff complained of and reported continuous pain predominant on her right side. Medical record ((B)(6) 2017): (B)(6) 2013 office visit: patient has essure in place and is 5 weeks pregnant. She has been spotting since today with cramping. She states increased bleeding that is not brown but bright red. In addition she states the cramping has increased and is more painful. (B)(6) 2013 office visit: patient having a miscarriage, went to emergency room last night having more pain and bleeding. Spoke with patient, and she reports cramping and passing tissue. She also reports she had a positive pregnancy test. Patient reports cramping at 8/10 and described as contractions and labor pains. (B)(6) 2014 office visit: spoke to patient regarding scheduling her for tubal. Advised patient of info, states the us (interpreted as ultrasound) was order for size and dates as her hormone level was elevated and she did know that she was pregnant after having essure and that is why it was done and not for absence of menses. Legal case extraction form - essure (medical records received on 27-apr-2017): (B)(6) 2016 office visit: surgical procedures - exploratory surgery (B)(6) 2011. Medical record ((B)(6) 2017), (B)(6) 2014, office visit: patient had essure placed in (B)(6) everything was ok but got pregnant and had miscarriage in (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2013: negative; on (B)(6) 2013: negative pregnancy test urine - on (B)(6) 2013: positive. Ultrasound scan - on an unknown date: device improperly implanted; broken inside uterus. X-ray - on an unknown date: no free dye. On (B)(6) 2013 - hysterosalpingogram per medical records: the essure device on the left is in normal position and there is complete tubal closure. The essure device on the right does not appear in normal position and may be transmural. There is filling of a tubal structure without free spill into the peritoneum that follows a symmetric course of the other tube. Impression: complete left tubal closure; irregular position of the right essure device which may represent a perforation with non-patent right tube. The radiologist had confirmed device was in its optimal and desired place and the tube was fully blocked; complete blockage of both the left and the right fallopian tubes; the x-ray showed no free dye. On (B)(6) 2013: ob (obstetric) ultrasound: no findings of viable intrauterine pregnancy; thickened endometrium could reflect early gestation; normal ovaries without ultrasound findings to strongly suggest ectopic pregnancy. On (B)(6) 2014- hcg quant.: <5. On (B)(6) 2014: ultrasound report comment: right essure appears displaced into right myometrium. Left essure appears within normal limits. On (B)(6) 2014 - us pelvis impression: linear hyper echoic area in the right side of the uterus could represent an essure implant. The left ovary is not visualized. On (B)(6) 2015- pathology test diagnosis: uterus and cervix, bilateral fallopian tubes, hysterectomy and salpingectomy: uterus: proliferative-type endometrium. Myometrium without significant pathologic alteration. Cervix without intraepithelial neoplasia and malignancy. Fallopian tubes: microscopic lipoma (2.2 mm) in right fallopian tube, negative for malignancy. Concerning the injuries reported in this case, the following one was described in patient's medical records: "embedded device". Quality-safety evaluation of ptc: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is presse d1 user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective and device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and cannot be totally excluded. However, the medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 02-aug-2017: quality safety evaluation of ptc: update of FDA codes, ptc global number reference added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of embedded device ("device was embedded / enmeshment of the broken device with the uterine lining / essure in subserosa on the left tube and cornua"), ectopic pregnancy with contraceptive device ("she had a positive home pregnancy test/ symptomatic of ectopic pregnancy") and abortion of ectopic pregnancy ("spontaneous abortion") in a (B)(6) female patient (gravida 5, para 4) who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included parity 4, c-section in 2009, vaginal delivery, infection nos (she was treated with antibiotics), pap smear abnormal in 2006, milk allergy, asthma, pneumonia, chickenpox, blood pressure high (father and grandfather), family history of diabetes (grandfather), family history of cardiovascular disorder (grandfather), nonsmoker, premature delivery in 2009, abstains from alcohol, exposure during breast feeding, postpartum state (at time of essure insertion), family history of cancer (maternal grandmother had uterine cancer at age (B)(6).), exploratory operation in (B)(6) 2011 and menarche. Previously administered products included for birth control: iud nos and depo provera. Concurrent conditions included amenorrhea secondary (at time of essure insertion) since (B)(6) 2013. Family history included cervical cancer (grand mother had cervical cancer). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 6 months 1 day after insertion of essure, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) with amenorrhoea. In (B)(6) 2013, the patient experienced abortion of ectopic pregnancy (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with device dislocation, pelvic pain and abdominal pain and device breakage ("essure device was broken inside the uterus / enmeshment of the broken device with the uterine lining."). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (salpingectomy and hysterectomy because of the enmeshment of the broken device on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy and device breakage outcome was unknown. The reporter considered abortion of ectopic pregnancy, device breakage, ectopic pregnancy with contraceptive device and embedded device to be related to essure. The reporter commented: it was stated that physician improperly and incorrectly inserted the essure device in right fallopian tube. On or about (B)(6) 2013, plaintiff went to the hospital for abdominal pain. Plaintiff complained of and reported continuous pain predominant on her right side. Medical record ((B)(6) 2017): on (B)(6) 2013 office visit: patient has essure in place and is (B)(6) pregnant. She has been spotting since today with cramping. She states increased bleeding that is not brown but bright red. In addition she states the cramping has increased and is more painful. On (B)(6) 2013 office visit: patient having a miscarriage, went to emergency room last night having more pain and bleeding. Spoke with patient, and she reports cramping and passing tissue. She also reports she had a positive pregnancy test. Patient reports cramping at 8/10 and described as contractions and labor pains. On (B)(6) 2014 office visit: spoke to patient regarding scheduling her for tubal. Advised patient of info, states the us (interpreted as ultrasound) was order for size and dates as her hormone level was elevated and she did know that she was pregnant after having essure and that is why it was done and not for absence of menses. Legal case extraction form - essure (medical records received on 27-apr-2017): on (B)(6) 2016 office visit: surgical procedures - exploratory surgery (B)(6) 2011. Medical record (25-may-17): on (B)(6) 2014, office visit: patient had essure placed in (B)(6) and in (B)(6) everything was ok but got pregnant and had miscarriage in (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2013: negative; on (B)(6) 2013: negative. Pregnancy test urine - on (B)(6) 2013: positive. Ultrasound scan - on an unknown date: device improperly implanted; broken inside uterus. X-ray - on an unknown date: no free dye. On (B)(6) 2013 - hysterosalpingogram per medical records: the essure device on the left is in normal position and there is complete tubal closure. The essure device on the right does not appear in normal position and may be transmural. There is filling of a tubal structure without free spill into the peritoneum that follows a symmetric course of the other tube. Impression: complete left tubal closure; irregular position of the right essure device which may represent a perforation with non-patent right tube. The radiologist had confirmed device was in its optimal and desired place and the tube was fully blocked; complete blockage of both the left and the right fallopian tubes; the x-ray showed no free dye. On (B)(6) 2013: ob (obstetric) ultrasound: no findings of viable intrauterine pregnancy; thickened endometrium could reflect early gestation; normal ovaries without ultrasound findings to strongly suggest ectopic pregnancy. On (B)(6) 2014- hcg quant: <5. On (B)(6) 2014: ultrasound report comment: right essure appears displaced into right. Myometrium. Left essure appears within normal limits. On (B)(6) 2014- us pelvis impression: linear hyper echoic area in the right side of the uterus could represent an essure. Implant. The left ovary is not visualized. On (B)(6) 2015- pathology test diagnosis: uterus and cervix, bilateral fallopian tubes, hysterectomy and salpingectomy: uterus: proliferative-type endometrium. Myometrium without significant pathologic alteration. Cervix without intraepithelial neoplasia and malignancy. Fallopian tubes: microscopic lipoma (2.2 mm) in right fallopian tube, negative for malignancy. Concerning the injuries reported in this case, the following one was described in patient's medical records: embedded device". Quality-safety evaluation of ptc: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed 1 user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective and device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and cannot be totally excluded. However, the medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 25-may-2017: medical records received: events medically confirmation (embedment). Significant medical history. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Follow-up information received on 14-set-2016. Quality-safety evaluation of ptc: ptc global number (B)(4). The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed1 user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective and device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and cannot be totally excluded. However, the medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this case report received from a lawyer on behalf of an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced an ectopic pregnancy which apparently ended up in a spontaneous abortion. One year later, she underwent a procedure to remove the devices and after that, a hysterectomy was performed due to the enmeshment (device was embedded) of the broken device with the uterine lining. These events are listed in the reference safety information for essure. Device breakage was amended to listed, upon receiving product technical analysis (anticipated). Pregnancies have been reported among women with essure micro-inserts in place. When pregnancy does occur after essure placement, the relative risk that it will be an ectopic pregnancy is higher than for women who do not have essure in place. In this case, the ectopic pregnancy was diagnosed six months after placement and apparently ended up in spontaneous abortion. Therefore, considering their nature, causality between these events and suspect insert cannot be excluded. Regarding device embedment and device breakage, the exact mechanism and circumstances of these events were not informed. However, considering their nature, the events are assessed as related to essure use and since device removal was required, this case is regarded as incident. Non serious events were also informed. Product technical analysis concluded that there is no relationship between the reported medical event and quality defect. Further information will be obtained through litigation process.

Manufacturer narrative:
The patient's past medical history included parity 4, c-section, vaginal delivery, infection nos (she was treated with antibiotics), pap smear abnormal, milk allergy, asthma, pneumonia, chickenpox, blood pressure high (father and grandfather), diabetes (grandfather), heart disease, unspecified (grandfather), nonsmoker, premature delivery, abstains from alcohol, exposure during breast feeding, postpartum state (at time of essure insertion) and uterine cancer (maternal grandmother had uterine cancer at age 40.). Concurrent conditions included amenorrhea (at time of essure insertion) and she was breastfeeding at time of insertion. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2013: human chorionic gonadotropin result was negative. On (B)(6) 2013: human chorionic gonadotropin result was negative. On (B)(6) 2013 - hysterosalpingogram per medical records: the essure device on the left is in normal position and there is complete tubal closure. The essure device on the right does not appear in normal position and may be transmural. There is filling of a tubal structure without free spill into the peritoneum that follows a symmetric course of the other tube. Impression: complete left tubal closure; irregular position of the right essure device which may represent a perforation with non-patent right tube. The radiologist had confirmed device was in its optimal and desired place and the tube was fully blocked; complete blockage of both the left and the right fallopian tubes; the x-ray showed no free dye. Most recent follow-up information incorporated above includes: on 15-feb-2017: medical records received (case became medically confirmed, concomitant and historical condition added). Company causality comment: this case report received from a lawyer on behalf of an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced an ectopic pregnancy which apparently ended up in a spontaneous abortion. One year later, she underwent a procedure to remove the devices and after that, a hysterectomy was performed due to the enmeshment (device was embedded) of the broken device with the uterine lining. These events are listed in the reference safety information for essure. Device breakage was amended to listed, upon receiving product technical analysis (anticipated). Pregnancies have been reported among women with essure micro-inserts in place. When pregnancy does occur after essure placement, the relative risk that it will be an ectopic pregnancy is higher than for women who do not have essure in place. In this case, the ectopic pregnancy was diagnosed six months after placement and apparently ended up in spontaneous abortion. Therefore, considering their nature, causality between these events and suspect insert cannot be excluded. Regarding device embedment and device breakage, the exact mechanism and circumstances of these events were not informed. However, considering their nature, the events are assessed as related to essure use and since device removal was required, this case is regarded as incident. Non serious events were also informed. Product technical analysis concluded that there is no relationship between the reported medical event and quality defect. Further information will be obtained through litigation process.